Manufacturer narrative:
Based on the information obtained from the maude event report no conclusions can be made. The information provided is limited to the maude event report. Contact information was not provided, therefore, requests for additional information cannot be made at this time. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represent the perfix plug implanted on the patient's left side (device 1). An additional emdr was submitted to represent the bard perfix plug implanted on the patient's right side (device 2). Not returned.

Event description:
As reported, per maude event report (mw5091274): "reporter stated that he had an open bilateral inguinal left and right repair surgery (bard perfix plug device 1, device 2). Right after the surgery, the pain got progressively worse. In the last two years, the pain was consistent. He said he was in extreme pain everyday. Has not been able to wear normal pants, not able to sleep because of the pain. He also has trouble wearing the waist band since it is pushing against his surgery."